Manufacturer narrative:
Hollister received this report via a medwatch from the FDA. User facility medwatch number (B)(4). Hospital did not save the device therefore device examination by hollister is not possible. A review of the device history records (DHR) for the affected device was not possible because the hospital did not know the lot number. The user facility indicated that the spline snapped off from the clamp while turning . Based upon the limited information available, hollister is unable to determine the root cause of this reported event. The user facility declined the offer from hollister for inservicing and retraining.

Event description:
The user facility medwatch report stated the following: upon turning the head of a patient that was prone, the part of the anchor fast that is directly connected to the ett (endotracheal tube) broke off from the part that is secured to the face. The rt was able to hold the ett in place while the anchorfast was replaced. There were no changes in vitals or other notable issues with the patient.